Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose level was 86 mg/dl. The customer declined further troubleshooting with tandem technical support. Reportedly, the customer continued to sue the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.